Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement, and displacement test. Pump error 25 due to j6 connector resistance issue. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a power error detected. Customer was able to clear the alarm. Customer removed the battery and notification light did not stop immediately. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.